Event description:
Customer reported going to the emergency room and being hospitalized in the intensive care unit (ICU) due to diabetes-related issues while using the pump for insulin therapy. The highest blood glucose level recorded was 418 mg/dl, and the customer suffered from diabetic ketoacidosis (dka) with high, dangerous ketone levels. To resolve the issue, the customer switched to multiple daily injections (mdi), and a pump system check confirmed the pump was functioning properly. Customer received saline and insulin treatment through IV fluids, which resolved the issue without any permanent damage. The customer was released from the hospital on (B)(6) 2025.